Manufacturer narrative:
The sample in question is likely at or near the limit of detection (lod) of the cobas® sars-cov-2 test in which it can be expected to generated wavering results upon repeat testing. Another contributing factor is the possible differences in technology such as sensitivity and/or target sequences. It is also plausible that since the customer does use secondary tubes that contamination of the samples occurred during processing. The discrepancy observed by the customer was sample specific and not a systemic issue or product problem. Cn- (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2 192t. A customer from (B)(6) alleged that they received a potential false positive result for a patient¿s sample tested with the kit cobas 6800/8800 sars-cov-2 192t. The customer reported that they observed a sars-cov-2 positive target 2 result for a patient¿s sample when analyzed on the cobas 6800 (s/n (B)(4)). The patient¿s sample was repeat/rerun with additional confirmatory testing on a different platform the (viasure sars-cov-2) that generated a negative target 1 and sars-cov-2 negative target 2 result. No patient details were made available, and no harm or injury was indicated. Patient sample was collected using nasopharyngeal swab in vtm (viral transport medium) kit. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The investigation to assess the customer allegation has not yet been completed.